Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. The previous device was removed and a new ipp was implanted. No information about the patient's outcome was provided. Additional information received. The previous ipp was replaced due to the pump appeared to have no fluid, upon removal it was found that the tubing leading into pump broke. The patient had a successful outcome with a functional device.